Event description:
Rptr had 3 lumbar fusions with plates and pedicle screws. She went into the hosp with left leg pain and came out with some left leg pain and excruciating right leg and foot pain which has not subsided. She also experiences stabbing pain in both buttocks and lower back. The surgery also caused extreme numbness in her right foot and the right side of her right leg. She also has a severe tightness across her lower lumbar area and pain radiating down both of her lower extremities. Rptr has not been able to work or resume her normal activities because of severe chronic pain. She has complained to her surgeon and she has been told to see a psychiatrist. She is gravely concerned over the fact that she was never advised the pedicle screws have not been sanctioned by the FDA, and she was never informed by her surgeon or given a choice of wire and hooks for the type of surgery she had. Rptr was not given any info about the pedicle screw and totally trusted her surgeon. Also, she did have a rod placed in her lumbar spine with the plates and pedicle screws. Rptr doesn't understand how something of this nature could happen to about 300,000 pts. This type of surgery is very lucrative to the surgeons and the hosps. Pts should have been protected and well informed that usage of pedicle screws in the pedicles of the spine are experimental. They need some definitive studies done and honest studies.